Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream split tip. During the dialysis procedure the valve failed to stop. Catheter was removed. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream split tip. During the dialysis procedure the valve failed to stop. Catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 28cm equistream d/l catheter was returned for evaluation. Visual and functional evaluations were performed on the returned device. An in-house syringe was attached to red and blue luer and was patent to infusion and aspiration. No leaks were observed throughout the catheter. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing each luer to observe for leaks. No leaks were observed. Therefore, the investigation is unconfirmed for the reported fluid leak. A definitive root cause could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.